Manufacturer narrative:
(B)(4). The customer returned one, arterial spring wire guide (swg) inserted into a 22 ga needle for evaluation. Signs of use in the form of biological material were present in the needle hub. Visual inspection of the swg confirmed a kink in the distal end of the body. The introducer needle was noted to have a crack in its hub. However, as this was not reported by the customer, it was assumed this occurred during return transit to teleflex. Microscopic examination confirmed both welds were attached and fully spherical. After dimensional inspection of the swg, it was attempted to be removed from the introducer needle. During the removal process the swg became unraveled when the core wire separated from the distal weld. The kink in the swg body measured 30 mm from the proximal weld. The total length of the swg measured 350 mm, which is within specifications of 345-355 mm per swg product drawing. The outer diameter of the swg measured 0.517 mm, which is within specifications of 0.508-0.533 mm per swg product drawing. The outer diameter of the introducer needle measured 0.02830" which is within specifications of 0.0280"-0.0285" per needle cannula product drawing. The inner diameter of the introducer needle measured 0.022", which is within specifications of 0.0215"-0.0230" per needle cannula product drawing. The undamaged portion of the swg was inserted into the returned introducer needle to functionally test. The undamaged sections of the swg were able to pass completely through the needle with minimal resistance. A manual tug test confirmed the proximal weld was attached. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had one kink present in its body. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that during placement of the arterial catheter, the guidewire remains stuck/blocked in the needle. The physician has to force it out and sometimes the guidewire tears. The device was removed it its entirety and replaced. Another attempt at the procedure was made and was successful. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during placement of the arterial catheter, the guidewire remains stuck/blocked in the needle. The physician has to force it out, and sometimes the guidewire tears. The device was removed it its entirety and replaced. Another attempt at the procedure was made, and was successful. No patient harm was reported. The patient's condition was reported as fine.